Event description:
It was reported that the pacing lead impedance increased over time to high, out of range. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.